Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level. Customer¿s blood glucose was 445 mg/dl. Customer has also specified other relevant blood glucose value was 359 mg/dl and 207 mg/dl. Customer treated with manual injection for high blood glucose. The product will not return for the analysis.